Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated as no defects were found. The review of the black box data showed no activity outside of normal device use. The pump powered on with intact auditory and vibratory features to a ¿verify¿ screen. Upon removal of the pump cover, no intermittent condition was found to the vibration circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.